Manufacturer narrative:
The meter and test strips were requested for investigation. The device code was updated. Sections d9 and h3 were updated. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr, customer meter and customer strips: 4.1 inr. Donor #2: retention meter and master lot strips: 3.0 inr, customer meter and customer strips: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(6) compared to the stago laboratory method. The meter result at 11:08 am was 4.8 inr. The laboratory result within one hour was 3.13 inr.  The patient was advised to adjust warfarin based on the meter result, then readjusted to take 1/2 dose based on the laboratory result. The patient's therapeutic range is 2.0 to 3.0 inr.

Manufacturer narrative:
The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."